Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad required excessive force to activate during testing, it was observed that the up key contact was misaligned, the contrast/ok key contacts were inverted, the up/down key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. Ok keypad button reportedly has to be pressed very hard to elicit the desired response. The reporter denied any visible damage to the keypad. There was no adverse event associated with this complaint.